Event description:
Additional information received on 10/29/2025 for report mw5176897 to update procode to qbj.

Event description:
I am a type 1 (juvenile onset, insulin dependent) diabetic and have been for 34 years now. I have been using a cgm, the dexcom g6, and the omnipod insulin pump together for the last at least five years. I have had a few instances of 'compression lows' caused by sleeping on my stomach, meaning the glucose reading from the g6 was low when it should have been normal, but it was caused by me putting pressure on the sensor and I was aware of this; plus the variance was not extreme (less than 100 units difference). However - today, (B)(6) 2025, will make the 2nd time in the last month of days that I have had a reading that was giving me alerts (like 'low' which means below 40- but when I checked my glucose using a regular meter and a fingerstick, the reading I got was between 200 and 400 units difference - which is pretty serious, since when it is very low I automatically treat it to prevent passing out or having a seizure, etc. The last time this happened about a week ago, I felt tired all night but the readings were low or normal so I did not think it was due to my glucose. The next morning I randomly decided to do a finger stick to be sure, and it read 200-300 units higher, meaning the reason I was tired the night before was probably because my blood glucose had been high and then I slept with it high and was sluggish and hard to wake that morning, along with being dehydrated, etc. Chronic high glucose of course also increases the risk for serious diabetic complications, so for this reason I am now thinking of stopping use of the dexcom altogether. And it makes me very angry as well, especially considering the cost of the sensors... Luckily my general health is fairly decent or these recent bouts of high glucose that I have been unaware of could have caused serious damage or put me in the hospital, and this is unacceptable. Today, right now, my dexcom sensor is reading low up to 53 off and on and making my alarms go off constantly (which is also a problem because I am at work and keep getting interrupted by them!) And when I check by sticking my finger (with washed hands!), I am getting readings of 546 and 545, which match more of what I feel, physically, since I am very thirsty, etc. But this is hard to gauge when first waking up and just trying to get to work on time!) But if I am having this much trouble it really makes me feel bad for young children whose parents are trying to depend on this obviously faulty technology and risking their children's lives, or elderly or more frail diabetics who may be ending up with urgent health issues caused by this bad product. Another reason this is so frustrating is that it probably explains why my reports from my g6 show that my a1c should be 7 or a little lower, yet they are usually closer to 8, which shows the prolonged effects. Plus, I believe the g6 is the only one that easily is paired with the omnipod to work in a 'closed loop' and I do not want to change to a different pump.